Event description:
It was reported that during a hand assisted nephrectomy procedure, the device broke while inside the patient. There was no patient consequence. They opened a new one to complete the procedure.